Event description:
During a routine shift check of the device by a clinician, the display information froze and the device would not respond. The complainant indicated that there was no patient involvement in the reported malfunction.